Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic axis connecting the two jaws and the insulating body located between the jaws is damaged, presumably by hf current flashover/arcing resulting from unintended contact with another surgical instrument. Furthermore, the insulating body is frayed as a result of frequent reprocessing. Therefore, the damage found was attributed to us error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic ovarian tumor resection procedure, when the bipolar forceps were removed from the patient and wiped by a nurse, it was noticed that the white insulation at the distal end of the jaws insert was broken off and missing. The surgeon assessed it as unlikely that a fragment may have fallen into the patient but it could not be excluded completely. However, the intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.